Event description:
As reported, during a transurethral lithotomy (tul), upon opening the package, the black collet knob was discovered to be detached from the handle of an ncircle tipless stone extractor. The cannula had migrated, rendering the device unusable. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a transurethral lithotomy (tul), upon opening the package, the black collet knob was discovered to be detached from the handle of an ncircle tipless stone extractor. The cannula had migrated, rendering the device unusable. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Additional information was received 26may2022: the basket sheath broke when the user tested device function prior to patient contact. The black collet knob was not detached from the handle as reported in our initial medwatch report. The patient did not require any additional procedures due to this occurrence. Corrected information: h6 (annex g) investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The complaint device was returned in open packaging with the label. A surface inspection showed no excessive bends/kinks on the device. A section measuring 69.5 centimeters from the inner basket wire was pulled out of the basket sheath. No damage was observed on the support tubing or basket sheath near the separation point. From the provided photos, the device was nonfunctional, as the basket sheath had been pulled free from the purple support sheath. The basket sheath and support sheath are glued together during manufacturing. Cook completed a review of the device history record (DHR). The DHR for the complaint lot found one nonconformance on 8 devices for inadequate gluing, all of which were scrapped. The remining devices from the lot were inspected and were found to be within specification. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information and results of the investigation, cook has concluded that the cause for the sheath separation could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 26may2022: the basket sheath broke when the user tested device function prior to patient contact. The black collet knob was not detached from the handle as reported in our initial medwatch report. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.